Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited decreased amplitudes in all sensing vectors compared to implant. A chest x-ray confirmed that the electrode had dislodged. Surgical intervention was performed and the electrode was successfully repositioned. Besides surgical intervention, there were no adverse patient effects reported. The electrode remains implanted and in service.